Manufacturer narrative:
The company service representative examined the system, and was able to confirm and replicate the reported event. The nonconforming air/oil dryer was replaced to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming air/oil dryer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The oil/air filter was received for evaluation. A visual assessment of the returned sample revealed misalignment of the spacer. The returned sample was installed into a calibrated system and turned on. The inlet air pressure was loose, and air was leaking. The spacer realigned and the retested. The system was tested and found to meet specification. The root cause of the reported event is attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred remains inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the gas pressure will not go above 50%. The system gets up to 80 but then releases pressure back to 50% additional information has been requested.